Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving a notification alert due to low, out of range high voltage lead impedance, and lead noise. During the lead explant procedure, externalized conductors were observed. The lead was explanted and replaced. The patient was stable post procedure.